Event description:
It was reported that patient underwent surgical procedure involving his inflatable penile prosthesis (ipp). Upon explant it was noted that the fluid inside one of the cylinders was displaced between the outer layers of the component; additionally, there was cylinder fluid loss. All components were explanted and replaced. There were no patient complications.